Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval?: yes. D10. Returned to manufacturer on: 9/14/2021. H6. Investigation: one 20039e product was received in open packaging for investigation from lot 20096352. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. Further information provided by the customer indicates that after several days the smartsite of the set could be accessed and successfully flushed. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the returned smartsite component; no flow restrictions or occlusions were identified. A review of the production records for lot 20096352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsite. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. H3 other text : see h10.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming, can¿t IV drip."

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming, can¿t IV drip"

Manufacturer narrative:
H6: investigation summary: a 20039e sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample with an unknown syringe. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. Further information provided by the customer indicates that after several days the smartsite of the set could be accessed and successfully flushed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096352 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20039e set in the past 12 months.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "can¿t priming, can¿t IV drip".